Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate as it states, [precautions]: precautions for use (exercise caution when using the device in the following patients) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. Do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. A DHR could not be performed since no lot number was provided. Initial reporter facility name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted in the operating room and the sensor came off. Moved to the ICU after the operation. ICU staff pointed out and inquired about a twisted lead wire.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted in the operating room and the sensor came off. Moved to the ICU after the operation. ICU staff pointed out and inquired about a twisted lead wire.